Event description:
I bought clear teeth aligners from smiledirectclub. On the second week of wearing them, I put the aligners in and they were so tight that I had to immediately take them out. Upon taking them out, my tooth came out with them. FDA safety report ID# (B)(4).